Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing battery door, worn dso seal, and a worn uso seal. System fault 41786 was found ten times in the event history log. Functional testing was able to verify and duplicate the reported problem. The root cause was due to the device being left idle for too long. Long periods of inactivity had caused a weakened internal lithium battery. The battery was charged for 250 hours. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41786. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.